Event description:
The talent thoracic stent was inserted and deployed without incident. Upon removal of the insertion device, there was difficulty removing the nose cone of the device, and several maneuvers were attempted to dislodge it. Eventually, the delivery device itself had to be disassembled, and once this was accomplished, the crown that was stuck to the nose cone was unscrewed and the remainder of the device was successfully removed. This endeavor took approx 2 hrs.